Event description:
It was reported to boston scientific corporation that the patient was implanted with a lynx suprapubic sling system. On (B)(6) 2010, the patient underwent an explant procedure to remove the lynx sling (specifics unknown). According to the complainant, the patient experiences dyspareunia , mesh erosion, pelvic pain, back pain, continued incontinence and groin pain (specifics and date/s of onset unknown). All other information, including the patient's current condition, is unknown. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.